Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient thru an e-mail as " my name is (B)(6) and I had bilateral depuy attune knee implants in 2016. In (B)(6) 2021, I noticed my left leg was turning outward and went back to surgeon and had to have immediate revision of left leg implant. In (B)(6) 2021, my right leg implant had to be revised as well. I would like to have my records forwarded to whomever can document my knee failure at the company level. I never had been made aware that this was even a possibility with this type knee replacement and thought my knees would be good for at least 15 to 20 years. I do not know how to go about getting this documented and would greatly appreciate your help in this matter. Attached are my records." Doi: (B)(6) 2016; dor: (B)(6) 2021; right knee.